Event description:
The initial reporter received questionable calcium gen.2 results from numerous patient samples tested on the cobas 8000 cobas c 701 module. The following examples of discrepant results were provided: patient sample 1 the initial result was 1.95 mmol/l. The repeat result was 2.38 mmol/l. Patient sample 2 the initial result was 2.02 mmol/l. The repeat result was 2.46 mmol/l. Patient sample 3 the initial result was 1.95 mmol/l. The repeat result was 2.32 mmol/l. The doctors questioned the initial results.

Manufacturer narrative:
The reagent lot number was 898956. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch field "d8 device serviced by a third party?" Updated. The customer's in-house technical department repaired the module as specified by roche. They placed new cuvettes and a heat-cut filter; checked and cleaned the water bath; readjusted the fill levels; and verified that the analyzer was performing according to specifications. The specific analyzer cause of the event could not be determined. The investigation determined that the local service actions resolved the issue.